Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04846. It was reported that the patient experienced ineffective therapy due to lead migration of the drg leads. In turn, surgical intervention was undertaken wherein the entire drg system was explanted and replaced with a scs system. Post-operatively, stimulation therapy was restored using the scs system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.